Event description:
It was reported that the craniotome device had an unspecified malfunction. During in-house engineering evaluation, it was discovered that the tip of the device was bent. It was reported the event did not occur during surgery. It was not reported if there were any delays to a scheduled surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact event date is unknown. However, the reporter clarified the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed the tip of the device was bent and the device failed cone verification. It was determined that the tip was bent because the cutter was drilled into the foot of the device, which caused it to bend. It was further determined that this was due to a failure to follow the directions for use. The burr was improperly loaded into the device and then was installed onto the drill. Therefore, the burr did not seat properly in the locking chamber. The device was forced into position which placed the distal tip of the burr in compression. The tip of the burr was in direct contact with the neuro tip of the device. When the drill was started, the burr drilled into or through the neuro tip. The assignable root cause was determined to be due misuse, abuse and or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.